Manufacturer narrative:
(B) (4): (B) (6) study event. Evaluation summary: the xact carotid stent system instructions for use (IFU) states: "stent fracture, deformation and/or stent damage possibly requiring emergency surgery, and restenosis of the stented artery are known potential adverse outcomes associated with carotid stents", in this case, there were no reported anomalies to the catheter during the delivery system inspection prior to use, and no stent related discrepancies reported at the time of device preparation and stent implantation. The cause of the stent breakage is unknown; however, 95% in-stent restenosis in the same region may have contributed to the stent damage. Clinical analysis of angiographic images revealed that the stent is broken circumferentially a few millimeters distal to the carotid bifurcation and focal restenosis at this level. Review of the device history record did not produce any findings relevant to this report. Based on the available information and clinical evaluation, the event does not appear to be related to a product deficiency. It is likely that patient disease state and vessel characteristics contributed to the stent damage.

Event description:
Device malfunction: stent fracture. Time of malfunction: ten months post procedure. Symptoms/ae: restenosis. It was reported that approximately ten months post procedure of a left carotid artery stenting, during a cardiomyopathy follow up visit, the patient's left neck was auscultated and in-stent restenosis was suspected. The patient was asymptomatic. An angiogram was performed and the xact stent showed 95% restenosis and circumferential stent fracture into two pieces. Treatment for the fracture and restenosis has not been determined. No additional information provided.